Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an aortic arch aneurysm, zone 1, using gore® tag® thoracic branch endoprosthesis. A left common carotid artery¿left subclavian artery bypass was created, and the left subclavian artery was embolized using a vascular plug. After deployment of the aortic component in zone 1 and subsequent placement of the side branch component, completion angiography confirmed a proximal type I endoleak. The procedure was completed and the patient was decided to be monitored. On (B)(6) 2026, the patient was transferred to another medical facility. On (B)(6) 2026, the patient developed chest pain and expired shortly thereafter. The physician reported that based on findings from an echocardiographic examination performed at the receiving facility, the cause of death was rupture of the aortic arch aneurysm associated with the persistent proximal type I endoleak. It was also reported due to the short proximal neck in this case, persistence of the proximal type I endoleak was anticipated. The patient had therefore been managed with continued observation, taking into consideration the potential for resolution of the endoleak.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.